Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that no data was recorded from the event date. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms or high pitched audible tones. The pump case was removed and no evidence of moisture ingress or intermittent connections was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter stated that the pump emitted a continuous, high pitched alarm following a battery change. The reporter allegedly rebooted the pump and was using a new battery, however, the alarm continued and the display screen remained blank. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.